Manufacturer narrative:
Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk/ unk liner/ lot # unk, item# unk/ unk stem/ lot # unk, item# unk/ unk cup/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04966.

Event description:
It was reported patient has been indicated for right hip revision due to dislocation ; however, no revision has been reported to date.